Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 429 mg/dl. The customer stated that she noticed her high blood glucose readings when her infusion sets has been in use. The customer was advised that an infusion set with a longer cannula may bend against muscle on lean customers. The customer will be sent replacement sets.